Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited high pacing impedance and failure to capture. It was also noted that the lead exhibited over sensed noise leading to pacing inhibition and patient felt dizziness. It was suspected that the lead had fractured. The lead was capped on (B)(6) 2025 and replaced with a new lead. Patient condition was stable before, during, and after the procedure.